Manufacturer narrative:
A ge service rep performed an onsite investigation. The printer was replaced and the filament was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system needed more lateral space on larger pts and the images were black. This event happened during a case. No pt injury was reported.